Manufacturer narrative:
Evaluation summary: the evaluation revealed the screwdriver blade to be primary product. An investigation and a review of the manufacturing and inspection documents (DHR) were not possible because the screwdriver blade was not available and the lot code was not provided; the root cause of the reported breakage of the blade could not be determined. Previous complaints reporting a broken screwdriver blade came to the conclusion that too much torsional force was used; manufacturing faults were not detected.

Event description:
It was reported by the sales rep, that the blade broke in two pieces. Nothing fell into the surgical field. Also it was reported that the customer used the device appropriately.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep, that the blade broke in two pieces. Nothing fell into the surgical field. Also it was reported that the customer used the device appropriately.